Event description:
This lead as noted on (B)(6) 2013 due to atrial lead dislodged which is noted upon atrial sensing and threshold test. Patient is being sent for an x-ray. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).